Event description:
It was reported that an ilet bionic pancreas did not pair with a dexcom g7 sensor, resulting in intermittent communication failure between the devices; after code reentry and mode toggling, the user applied a new sensor and pairing proceeded with a displayed warmup, indicating resolution, and the affected component was associated with the antenna within the electrical and magnetic domain. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified between the ilet and the g7 consistent with intermittent communication failure, with relevance to the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.